Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that no additional intervention was required due to the damage. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, , g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, the tip of an embotrap ii 5x33 revascularization device (et007533, 22g226av) appeared damaged after 1st pass. After sheathing unable to push out of the sheath to use for 2nd pass. There was no patient injury reported. Additional information received indicated that no additional intervention was required due to the damage. The returned embotrap device showed an entanglement of the distal coil with the struts of the distal mesh of the outer cage. The device as returned did not pass a functional check with the 0.0195¿ flared ptfe inspection tube. The device as returned could be re-sheathed into the insertion tool but could not be re-deployed (i.e., pushed out of the distal end of the insertion tool) therefore the event is confirmed. After the entanglement of the device was resolved using tweezers, there was no evidence of major damage to the distal coil, outer cage or inner channel and the device was proven to be functional in the 0.0195¿ flared ptfe inspection tube, in a 0.021¿ microcatheter and in simulated use (full delivery and withdrawal in anatomical model). A review of the manufacturing documentation associated with lot 22g226av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The visual inspection also concluded that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. Recreation attempts of device entanglement were performed in the e062-03 silicone vascular model using the returned embotrap device and a sample prowler microcatheter. When deployed at a vessel wall, the distal tip of the embotrap device could bend sideways or fold back to overlap to the struts of the outer cage. Although it was not observed in the recreation, the back-folding and overlapping of the distal coil to the outer cage may potentially result in entanglement. Therefore, position of the microcrater and or case-specific factors (e.g., patient anatomy) could have contributed to the event. However, since further details of the event were not provided, the root cause cannot be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, the tip of an embotrap ii 5x33 revascularization device (et007533, 22g226av) appeared damaged after 1st pass. After sheathing unable to push out of the sheath to use for 2nd pass. There was no patient injury reported.